Event description:
It is reported that a customer had trouble removing the battery cap of their insulin pump. The patient's blood glucose level was at 400 mg/dl at the time of the call. The customer stated that the battery life is also low on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. The customer was shipped a new belt clip out of courtesy because the customer stated their last belt clip broke. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.